Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the identified failure can be traced to the user not following the manufacturer's instructions. The evaluation also identified an additional finding of poor water-tightness of the cable unit. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable was damaged and had no image. The issue occurred during preparation for procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable was damaged and had no image. The issue occurred during preparation for procedure. The procedure was completed using a similar device. There were no reports of patient harm.